Event description:
It was reported that the video system center has connector issues when they put the scope into the device, the end of the scope is getting very hot, the part that goes into the device. The scope has to be wiggled into the consult to get an image sometimes. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reported that the tip of the scope became excessively hot during use, but this issue was not confirmed. However, the reportable malfunction related to shaking the scope to obtain an image was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction related to shaking the scope to obtain an image would likely be due to wear of the video connector pins. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.